Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube monoblock assembly needed to be replaced. No further repair info is available.